Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at interrogation of the device there was a power on reset (por). The por was cleared and the device was reprogrammed back to it's settings. The device remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.